Event description:
Facility reported to anspach service and repair: the burr attachment-medium for pen drive is getting too hot; the drill bits are sticking. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Add'l pro codes: dzi, erl, hbe. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 9-sep-2008. (B)(4). Placeholder.